Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer called reporting he received erratic readings on his freestyle meter. The customer stated he received readings of 59 mg/dl, 80 mg/dl and 86 mg/dl all within 10 mins. The readings, when plotted on the parkes error grid fell in the "a" zone, which is not clinically significant. The customer then reported having become tired, goofy and silly with intermittent loss of consciousness. The customer attempted treating with orange juice and milk and was eventually taken to the hospital. The course of treatment in the hospital is unk.